Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was removed from service during the elective procedure to replace this patient's implantable pacemaker. Undersensing was observed through the device and pacing system analyzer. Additionally, visual inspection revealed insulation damage. The lead was surgically abandoned and replaced without further incident. No additional adverse patient effects were reported.